Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was initially reported that the encor driver failed to initialize and stopped detecting the probe while it was attached. There was no patient involvement. Additional details indicate that the encor driver functions intermittently, then stops sensing the needle and returns to the calibrate screen. When the user powers on the encor enspire system, the system boots up and displays the calibration screen. The user attaches the needle and driver to perform calibration, after which the system advances to the sample screen. The user prefers to run several test samples prior to bringing in a patient to ensure the needle is functioning properly. However, during the sample path process, the system unexpectedly returns to the calibration screen. The needle does not move on the driver or lift off at any point. In some instances, the driver does not initialize upon startup, particularly when changing a port. A different needle has been tested on the encor driver. However, issue still persisted. The sales rep confirmed multiple needles were used. Separately, it was reported that prior to procedure, the encor foot pedal's buttons were unresponsive, and exposed wires observed at the base. Additional details indicated that when the foot pedal became unresponsive, the user utilized the encor driver's sample and vacuum buttons to complete the procedure.